Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo ventilators touch screen is not working. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center the customer¿s complaint was not duplicated. The touch screen worked properly. The device failed a test step - fio2 sensor receptacle verification energized and proxima pressure. Error codes were recorded in the event log. The following components need to be replaced to address the issue; system pca, detachable battery, blower assembly, bellow seals and mount. Proportional valve, 3 way solenoid valve, cooling fan assembly, muffler assembly, inlet air path foam, tubing system pca, tubing blower chassis, tubing fi02, tubing low flow o2. New information added to box h.

Event description:
The manufacturer received information alleging a trilogy evo ventilators touch screen is not working. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported: the manufacturer received information alleging a trilogy evo ventilators touch screen is not working. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: correction made to box h, type of reported complaint - product problem.